Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 117 mg/dl. The customer was trying to deliver a bolus and the device froze, which was followed by the alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly and no button error alarms were noted. However, moisture damage was noted on the keypad traces. The insulin pump was monitored and the time clock did advance and no frozen display was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.